Event description:
It was reported that a patient underwent a surgical procedure with instrumentation at the t10-iliac levels due to scoliosis. Approximately 8 months post-op, xrays reportedly revealed that 6 setscrews had backed out at the top of the construct. It was also noted that fusion occurred at the t10-12 levels and non-union at t12-l1. Patient underwent revision surgery to remove and replace the hardware. No patient complications were reported.

Manufacturer narrative:
Device has been explanted and returned to the manufacturer for product evaluation. A visual macroscopic examination of 6 setscrew was performed by a product engineer that revealed that one setscrew had visually deformed threads. In addition, the dimples show signs of depression. No x-rays or rods were received for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.